Event description:
This lead dislodged just after implant and was revised the next day. This lead remains actively implanted at this time and there were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.